Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on an error that said, an error occurred during recovery, preventing the database dsclientoltp. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was corrupted. A technical support specialist (tss)performed a full synchronization on the device, which restored the database integrity. After the synchronization, the medication application resumed normal operation. The system functioned as intended after the technical support specialist troubleshot the device.